Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose device after a percutaneous coronary interventional procedure. Reportedly, resistance was felt during thumb advancer advancement and the sheath splitter went out of the sheath tube and started to cut it at the distal part, injuring the subcutaneous tissue. The safety release mechanism was used to remove the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). Dil cath: sterling; guide wire: zip wire; guide cath: mp 4f; sheath: bipore accuflex, 6f; stent: sinus-superflex ; heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.